Event description:
It was reported that t:slim x2 pump battery would not charge despite use of working wall outlets, tandem charging cable and adapter, and alternate charging cables and adapters, and pump did not recognize any charging connection but did not shut down or lose power. There was no reported impact to the customer¿s blood glucose level. Customer had been offered pump replacement, but later declined replacement and instead requested supplier report to support purchase of new pump through health fund, and no additional information was received regarding any further actions.